Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was falling apart and customer did not know what caused damage as insulin pump was not dropped or in a car accident. It was reported that part of the keypad and display was detaching. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with a peeling keypad overlay, damage display window cover that was loose and shifted, minor scratched display and scratched case. No cracks noted on the case or on the display window. No detached case bottom noted.